Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99290. Supplemental rationale. Corrected data: b5, h1, h6, h11. 4 events were originally reported for this failure mode during the reporting quarter: however, - 1 event was inadvertently excluded. - 5 reported events are included in this follow-up record. Product return status. 5 devices were received. Evaluation findings (results/components). 4 devices: mechanical problem identified / power switch. 1 device: blockage identified / power switch. Product disposition. 5 devices: serviced and returned to customer.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30 2025. This report summarizes 5 events for the failure: device remains activated. - 5 events had problem identified during non-clinical procedure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 4 events were reported for this quarter. Product return status 4 devices were received. Evaluation findings (results/components) 2 devices: mechanical problem identified / power switch 1 device: results pending completion of investigation / part/component/sub-assembly term not applicable 1 device: no findings available / part/component/sub-assembly term not applicable product disposition 2 devices: serviced and returned to customer 2 devices: product disposition is not yet determined additional information 4 devices were not labeled for single-use. 4 devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30 2025. This report summarizes 4 events for the failure: device remains activated. - 3 events had problem identified during non-clinical procedure; there was no patient involvement.